Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2021, an unspecified low sensor scan was obtained and the customer experienced difficulty walking, weakness, and had a loss of consciousness. After an unspecified amount of time, the customer was able to self-treat and was brought to the hospital where a sensor scan of 10 mmol/l was compared to a blood glucose test of 15 mmo/l on the hcp, however, there was no additional hcp treatment provided other than the blood glucose test. A diagnosis of hypoglycemia was reported. No further treatment was provided. There was no report of death or permanent injury.